Event description:
Study event. Device malfunction: none. Time of malfunction: during procedure, after stent placement. Symptoms/ae: dissection. It was reported that during a left internal carotid artery stenting procedure, after placement of the stent, the patient experienced a vessel dissection extending proximally. Another manufacturer's stent was placed over the length of the dissection with good results. One day post procedure, the patient was discharged to a skilled nursing facility. There were no reported adverse patient sequelae. Though requested, no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.